Event description:
It was reported that during a coronary stent procedure, the catheter became stuck on another manufacture's wire. While attempting to remove the shaft separated at the wire exit port. Pt status is listed as "okay".